Event description:
I'm reaching out to report, per the attached siren, that our facility identified a contaminated IV tubing set. It was not used and is being sequestered. Please let me know if you need any additional information. Priority: 4, individual, medium categorization: supply chain, triage, supply chain triage primary ci: secondary, ci: description: IV tubing contamination - nt4; hello, the attached IV tubing was found to have 1 small black dot within the drip chamber (circled). Product: ICU medical primary plum set lot: 14800330, exp 12/1/2028.